Manufacturer narrative:
Product is not expected to be returned. Additional information has been requested to the representative. No further information concerning this report is available at this time. This investigation will be updated should further pertinent information be provided. (B)(4).

Event description:
It was reported that this left ventricular (lv) lead was explanted due to unknown reasons. This lead was in service for less than one year. No additional adverse patient effects were reported.